Event description:
Per the clinic, the device was explanted on (B)(6) 2025 due to unknown reason. It is unknown if there are plans to re-implant the patient as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Event description:
Correction: the previous or initial MDR submitted on march 05, 2025, was filed inadvertently. The explant of the osia device is not considered reportable as it deemed a natural progression of the hearing loss that results in the osia no longer meeting the recipient's hearing requirement.